Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that the patient experienced a leakage issue with their infusion set, which led to high blood glucose levels. They have no more sets to use. The patient also reported a skin issue at the abdomen, specifically irritation. The infusion set has been in use for 4 days, and there was no stress or pull on the tubing. The leak was at the site, and the patient was able to change the infusion set. They did not receive medical treatment for the site issue. The high blood glucose event was caused by the infusion set leak, and the patient treated it with a bolus from the pump. The patient has been using the insulin pump system for 48 hours. No further information available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.